Manufacturer narrative:
(B)(4). Catalog#: zteg-2pt-38-152-pf. Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the device in question was not returned for investigation, and no images were provided. Nothing indicates problems with access route since it was possible to advance the zteg-2p-42-162-pf, however the advancement difficulties experiendes could be related to "the patient was not suitable for the repair". If device had been returned for investigation, it would have been possible to determine if the advancement difficulties were device related. However, as no product, photos or imaging were received to support this investigation it has not been possible to conclude an exact root cause for this event. No evidence to suggest that this device was not manufactured according to specifactions. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) patient underwent tevar repair on (B)(6) 2013 with the right fa approach. Though the patient was not suitable for the repair, the procedure was conducted due to the patients wish after ax - ax - common carotid artery bypass with t-shaped vessel prothesis. The aneurysm projected toward the greater curvature. There was no problem observed in the access route. The first stent graft (zteg-2pt-38-152-pf/(B)(4)) was placed before the brachiocephalic artery with covering entrances of left subclavian and common carotid arteries. Since the distal landing was not sufficient, another stent graft (zteg-2pt-38-152-pf/ (B)(4): this complaint device) was to be placed additionally. However, the delivery system of the second device would not progress past the aortic arch, and the first stent graft migrated to the proximal side due to the advancement of the second device. Then, another manufacturer's leg graft (by gore) was placed in the brachiocephalic artery, and stent graft (tag/ by gore) was placed in the distal site. The physician decided to take a wait-and-see approach. Patient outcome: the patient had a favourable outcome ..